Manufacturer narrative:
The complainant was unable to provide the upn and suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, and inside the patient, the bullet detached from the suture and was lost in the patient. There was no apparent harm to the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.